Event description:
Limited information is available about this event. It was reported the md prepped the iab per instructions. As the md advanced the iab through the sheath, the membrane began to unwrap "about half way through the 8 fr sheath." The md removed the unit as one piece and did not insert another iab. There were no reported patient complications.

Manufacturer narrative:
Evaluation: the iab, guidewire, pump tubing & stylet were returned. The sheath was on the bladder, approximately 1 cm from the distal tip. The tethered valve was attached to the iab. The fos was light level tested & passed. The sheath was removed from the iab for further evaluation. The bladder & sheath were measured & met all specifications. The returned guidewire was fed thru the central lumen with no resistance. A vacuum was pulled on the iab & held. The iab was submerged & pressurized in water. Bubbles exited the bladder approximately 21.5 cm from the distal tip & from the catheter & approximately 1 cm from the proximal end of the bladder. It appeared to be a slit caused by a sharp object. A DHR re-review was conducted without findings. The root cause of the unwrapping insertion difficulty could not be determined with certainty & no specific conclusion drawn.